Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed low battery. The customer was assisted with low battery troubleshooting. The customer's blood glucose level was 120 mg/dl at the time of the incident. The customer stated that the battery lasted more than a week. The customer was advised that expected battery life was one week or greater and that frequency and use of device settings and features can impact overall battery life. The customer was advised to monitor insulin pump but the customer stated that the insulin pump alarmed off no power alert during troubleshooting. Troubleshooting for off no power was performed. The customer stated that they received the low battery alert less than 24 hours prior to the off no power alert and that this was the second occurrence. The customer was advised that the insulin pump need to be replaced and that they may continue to use until replacement arrives if they inserted a new battery. The customer also reported receiving another alarm during troubleshooting for the off no power. The history was reviewed and the alarm was explained to the customer. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self- test and unexpected restart error test. The insulin pump passed all operating currents tested within the specification range and passed off no power test. The insulin pump was monitored and tested with no low battery alert, off no power alert and an alarm was noted. The insulin pump was received with cracked reservoir tube lip and minor scratches on display window noted.